Event description:
The distributor contacted animas on (B)(6) 2012, alleging that the up and ok buttons on the keypad are unresponsive. There is no reported adverse event with this complaint. This complaint is being reported as the alleged keypad issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings testing was unable to duplicate the reported unresponsive keypad issue. All buttons respond properly. The keypad was peeling and was removed. Contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).